Manufacturer narrative:
Investigation completed on a smiths medical cadd legacy 6400 pump. Device was found to arrive with scratch on screen. Event log revealed no evidence of complaint. Evaluations and testing done on delivery and the event of -10.35 % and this was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Unknown cause of event and no action taken as event could not be duplicated. DHR revealed no problems prior to release. .

Event description:
Information received a smith medical cadd-legacy 6400 pump of failing accuracy greater than -10.35 %. No patient adverse events reported.